Event description:
It was reported that prior to a stent placement procedure, after removing the safety cover, the stent allegedly got stuck and became loose from the balloon. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. (Expiry date: 05/2023). Device pending return.

Event description:
It was reported that prior to a stent placement procedure, after removing the safety cover, the stent allegedly got stuck and became loose from the balloon. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream catheter was returned clean and no damage was noted, however there was no stent present on the balloon. The balloon did not exhibit evidence of inflation, the pleats folds and stent crimp indentations were still present. The stent was not returned. Therefore, the investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event precautions 1. The halo one thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and / or ultrasound. 2. Prior to beginning radial artery access, an assessment such as the allen or barbeau test should be performed to assess the presence/adequacy of dual arterial circulation to the hand. Radial artery access is not recommended for patients with abnormal allen or barbeau test results or radial pulse, or insufficient dual arterial supply. 3. Prior to beginning pedal access, physicians should assess the vascular anatomy to assure there is adequate antegrade flow at the level of the ankle. 4. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. 5. The pouch should be inspected prior to opening to ensure the sterile barrier is not compromised. The device should be carefully removed and placed in the sterile field. The entire procedure from skin puncture or incision to sheath withdrawal must be carried out aseptically. 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Warnings 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: b5, d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.